Event description:
During a balloon valvuloplasty procedure, a vascular closure device (perclose) was deployed and malfunctioned resulting in the sheath being retained in the pt's right common iliac and femoral arteries.